Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter experienced a needle through catheter and leakage. The following information was provided by the initial reporter: material no: 381533 batch no: 0230741. We are continuing to see problems with our nexiva IV catheters. I have had two more incidents today, two products but still continuing to have problems. Defective IV cannula. Bleb on cannula end and injection cap would not screw on the end of the cannula. Require new IV to be placed. We have had multiple other incidents with bd products recently with the IV needles sticking straight out of the side of the plastic protector.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/8/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two top labels, a retracted needle assembly, one used catheter adapter assembly and a needle cover for investigation. During the visual/microscopic examination of the catheter adapter assembly, it was observed that the outer threads at the base of the adapter were damaged. An attempt was made to connect the luer to a connection device, but a connection could not be made. The defect of adapter/ connector defective/ damaged was confirmed. Damage to the threads can occur during the manufacturing process and are likely due to misalignment. The catheter tubing and needle cover were also inspected for damage but no damage was observed. Bd was unable to confirm the reported defect a ¿bleb on the cannula end¿. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter experienced a needle through catheter and leakage. The following information was provided by the initial reporter: material no: 381533, batch no: 0230741. We are continuing to see problems with our nexiva IV catheters. I have had two more incidents today, two products but still continuing to have problems. Defective IV cannula. Bleb on cannula end and injection cap would not screw on the end of the cannula. Require new IV to be placed. We have had multiple other incidents with bd products recently with the IV needles sticking straight out of the side of the plastic protector.